Event description:
This is a spontaneous case report received on 04-may-2016 from a lawyer in the united states, on behalf of a female plaintiff of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted for permanent sterilization. The plaintiff was implanted with essure and subsequently had the device removed due to complications. Follow-up received on 27-may-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. (B)(4). For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample provided thus resulting in an unconfirmed quality defect. Company causality comment: this spontaneous case report was received from a lawyer on behalf of a female plaintiff who had essure (fallopian tube occlusion insert) removed due to complications. These events are listed according to essure's reference safety information. This case was received through a legal claim which included several plaintiffs; the adverse events/complications each individual plaintiff experienced were not specified. Despite of the lack of details for a comprehensive causality assessment; considering essure removal was required, causality with the suspect device cannot be excluded. Therefore, this case was regarded as incident. The product technical complaint investigation resulted in an unconfirmed quality defect. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device-uterus / failure to occlude (close) fallopian tubes") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 44-year-old female patient who had essure (batch no. 919036, a20057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with placement of the coil on the right side". The patient's concurrent conditions included irritable bowel syndrome and body mass index normal. Concomitant products included saccharomyces boulardii (florastor). On (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), diarrhoea ("diarrhea") and change of bowel habit ("change in bowel habits"). On(B)(6) 2012, 9 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("yeast infection"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), abdominal pain ("pinching in abdominal area") and abdominal pain lower ("cramping"). The patient was treated with surgery (surgical / hysteroscopic removal of bilateral essure devices) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menorrhagia, vulvovaginal mycotic infection, nausea, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, diarrhoea, change of bowel habit and abdominal pain outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, change of bowel habit, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plantiff stated difficulty with placement of the coil on the right side and had to be removed and replaced. Plaintiff underwent laparoscopic bilateral tubal sterlization on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: migration of essure device/ coils in uterus. Most recent follow-up information incorporated above includes: on 21-may-2018: plaintiff fact sheet received. Events per pfs: abnormal bleeding (vaginal, menorrhagia), yeast infection, migration of essure device-uterus, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, vaginal discharge, failure to occlude (close) fallopian tubes, fatigue, weight gain, diarrhea, change in bowel habits and cramping. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device-uterus / failure to occlude (close) fallopian tubes") and menorrhagia ("abnormal bleeding (menorrhagia)") in a 44-year-old female patient who had essure (batch no. 919036, a20057) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "difficulty with placement of the coil on the right side". The patient's concurrent conditions included irritable bowel syndrome and body mass index normal. Concomitant products included saccharomyces boulardii (florastor). In 2012, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), weight increased ("weight gain"), diarrhoea ("diarrhea") and change of bowel habit ("change in bowel habits"). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, 9 days after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2014, the patient experienced vulvovaginal mycotic infection ("yeast infection"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pain"), abdominal pain ("pinching in abdominal area") and abdominal pain lower ("cramping"). The patient was treated with surgery (surgical / hysteroscopic removal of bilateral essure devices) and surgery (ablation). Essure was removed on (B)(6) 2013. At the time of the report, the device expulsion, menorrhagia, vulvovaginal mycotic infection, nausea, vaginal haemorrhage, dysmenorrhoea, dyspareunia, vaginal discharge, fatigue, weight increased, diarrhoea, change of bowel habit and abdominal pain outcome was unknown and the pelvic pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, change of bowel habit, device expulsion, diarrhoea, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, vaginal discharge, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: plantiff stated difficulty with placement of the coil on the right side and had to be removed and replaced. Plaintiff underwent laparoscopic bilateral tubal sterlization on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.2 kg/sqm. Hysterosalpingogram - on 11-dec-2012: migration of essure device/ coils in uterus lot number: 919036 manufacture date: 2011-11 expiration date: 2014-11 . Lot number a20057: manufacture date: 2012-06 expiration date: 2015-06 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.